Manufacturer narrative:
Investigation was performed on-site by our field service engineer. The reported failure could be confirmed, a new user interface holder was mounted. The ventilator then passed all functional and safety tests and was cleared for clinical use. No parts were returned for investigation. Our conclusion of the event is that the user interface has been exposed to a mechanical force greater than it is designed to sustain.

Event description:
It was reported that the user interface holder broke. Patient involvement is unknown. Manufacturer's ref #: (B)(4).